Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had two leads (from the same lot) implanted as part of her scs trial procedure. It was reported the patient experiences persistent headaches since undergoing a trial procedure. The patient stated the headaches are different from headaches she experienced before undergoing a trial. It is unknown when the patient's trial leads were removed. The patient's physician states a csf leak may have occurred. A myelogram is to be performed as the next course of action.